Event description:
The affiliate reported: the shunt got blocked so it had been replaced with a new one. (Before used on patient). On (B)(4) 2014 additional information from the affiliate stated: let me answer to the questions. Was there any patient involvement or adverse events to the patient? No. Was surgery prolonged greater than 30 minutes as a result of this incident? No.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and no defects were noted. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.